Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing resulting in pacing inhibition. No intervention was reported. There were no patient consequences reported.

Event description:
New information received noted that programming changes were made to resolve the issue. There were no patient consequences noted following the changes.